Event description:
It was reported to manufacturer that the site's hand held screen was frozen and that when the device was re-booted, the same screen appeared again. Attempts to obtain additional information are underway.

Manufacturer narrative:
See scanned page.